Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump booted up once installing an aa battery, no critical pump error or critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump failed the sleep current test. The pump failed the self test due to appearance of pump error 63. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring. Successfully downloaded pump's history files and traces using thus software. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Also found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked end cap, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, broken reservoir tube lip, partially broken retainer, and keypad overlay texture damage. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Partially broken retainer ring was confirmed during visual inspection. Retainer ring damage was confirmed. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed customer reported critical pump error or open book image error. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1711k was requested and customer response was the device will be returned.